Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and the customer experienced diabetic ketoacidosis (dka). In addition, pump time was incorrect, battery was not holding its charge, multiple error messages were received and pump's settings needed to be reset. No additional information regarding these events were provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
Customer reported the pump date was also incorrect. Customer was using a combination of manual insulin injections and pump for insulin therapy. Contact declined to provide further information.